Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that she uses group c when she tries to adjust stimulation the controller is coming up with message - "settings not available cannot provide desired settings" since thursday (B)(6) 2022 pt stated she is removing / replacing the li battery and she can sometimes reconnect and make an adjustment but then the message will come back up. Pt mentioned the ins turned off by itself on thursday (B)(6) 2022 - she turned stim back on and that is when she saw the message. Pt mentioned she has an appt with her pain hcp (B)(6) 2022 2 3:45pm for an issue with her back "popping out of place" patient services specialist (pss) suggested pt have her ins / leads checked. Pss is sending an fyi message to the field about pt call. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the rep and patient. Pt was receiving an error message of "unable to provide desired intensity" when she tried to increase her stimulation. She also reports that her therapy was not decreasing her chronic pain. Impedance check done- discovered high impedance values on contacts 10, 11, 12. Reprogrammed patient avoiding those 3 contacts with high impedances. Pt then tried to increase her intensity on her controller and was able to do so.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.